Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the image processor circuit board was defective and was replaced. The system was tested and found to be working as intended and placed back in to service.

Event description:
It was reported that the system 2800 displayed distorted images making interpretation difficult. There was no adverse patient involvement reported. All reported patient information has been recorded in section a.